Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Medical device expiry date: 07/2021. Device pending return.

Event description:
It was reported that sometime post port placement, the patient allegedly had pain and swelling upstream. It was further reported that the saline solution leaked and tubing level allegedly cracked. Reportedly, the device was removed. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one titanium low profile port attached to a catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture and identified material discoloration issues, as a longitudinal split was noted during functional testing which was further examined under microscopic evaluation. Yellowish discoloration was noted around the catheter split area. Upon infusion of the port body with attached catheter segment, a leak from a rupture on the catheter was noted. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the patient allegedly had pain and swelling upstream. It was further reported that the saline solution leaked and tubing level allegedly cracked. Reportedly, the device was removed. The patient current status is unknown.